Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported the customer biomed has has failed preventative maintenance issues with devices stating "calibration required" upon troubleshooting with bd representative it was noted the customer is receiving this message due to not running a full preventative maintenance on the device, therefore triggering the message. Bd representative provided education on performing a complete preventative maintenance sequence. There was no patient involvement.